Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed and found unit had no image. In addition, the following reportable malfunction was identified during the device evaluation: black image flickering. A definitive root cause could not be identified. Based on the results of the investigation, the following led to the malfunction: defective charge coupled device, due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a black screen. The issue was found during inspection for use. There were no reports of patient harm.